Manufacturer narrative:
Analysis of the returned pump revealed no anomaly; normal devive function.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was "not getting the drug" and experienced withdrawal symptoms, rebound spasticity, altered mental state, and pruritus. A rotor study was done and showed 60 degree turn in the rotors, however, during the catheter dye study healthcare (hcp) was unable to aspirate from cap (catheter access port) when the pump was connected. The pump was explanted. During the procedure when hcp separated the catheter from the implanted pump, he was able to aspirate from that catheter. Hcp deemed he needed to replace the pump so the catheter was not replaced. It was clarified later that the dye study was performed through the catheter end, not cap and showed no breaks in catheter. Drug delivered via the device was compounded baclofen. Patient was without injury following replacement surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter model: 8731, serial # (B)(4), implanted: (B)(6) 2005, explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.